Manufacturer narrative:
Due diligence is executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device switch was pushed in and stuck. An unknown error message was received. There was no other visual damage or abnormalities. There was no patient involvement. The user had to manipulate the switch to turn the switch off and on.

Manufacturer narrative:
The device was not returned. It was repaired on site. Evaluation has been done based on communication and historical data. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The reported issue was the device switch was pushed in and stuck. The device switch was repaired on site and the device was returned. The device history record review confirmed that software version up was carried out as a re-operation on september 10, 2012. In the shipment inspection after re-operation it was confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that the design was changed to provide a breakage resistance improvement for the power switch. Countermeasures have been shipped since november 26, 2013 probable cause for the issue: ¿ from the date of manufacture (september 10, 2012), it is assumed that the power switch was damaged due to the amount of operating force and the number of times the power switch was applied, since the product was a product before the countermeasure due to the design change of the power switch.